Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box data was not able to be downloaded due to internal moisture contamination. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. There was evidence of moisture contamination observed on the battery cap contact hub. A leak test was performed and a battery compartment leak was found. During investigation, the pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. During testing, a eaw 128-fe88 alarm was received during each rewind attempt. Further testing was not able to be performed due to the internal moisture contamination. The pump case was removed, and there was evidence of moisture contamination found inside the pump. The original complaint of a no power issue was unable to be adequately investigated. Unrelated to the complaint, there was evidence of moisture behind display lens and the pump case was cracked in the upper right hand corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.